Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported the patient was unstable and needed a thicker poly for stability. Revision surgery was performed.